Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient reported gaining weight, garment being too tight causing raw skin and bleeding. Patient was provided a larger size garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a medical professional applied a skin prep to the rash. Follow up indicated that the rash is improving.